Event description:
It was reported during the procedure, air was aspirated, possibly due to a defective valve. A new needle was used to continue the procedure with no consequences to the pt. Add'l info was requested and is not available.

Manufacturer narrative:
(B)(4). We are in the process of evaluating this device. Once the investigation is complete, a f/u report will be submitted.